Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to moisture damage on the force sensor resistor. No moisture damage noted on electronics assembly. However, the insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, cracked on display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and the insulin squirted out during manual prime. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared normal. The insulin pump was returned for analysis.